Event description:
Pt was at cancer management center for chemo-therapy. The rn accessed the pt's port-a-cath and could not obtain a blood return. Physician was notified and a dye study was ordered. Radiology found the port-a-cath to be fractured. Surgeon removed the port-a-cath in 2006 and was noted a small piece of the needle of the port-a-cath broke off. This piece of needle was retrieved from the pt.